Event description:
7 yr old female with medical history of tetrology of fallot. Pulmonary atresia, hypoplastic left and right heart. S/p tetrology of fallot repair with 14mm pulmonary valve on 4/26/89 required explant due to regurgitation and homograft incompetence on 3/22/96. Homograft was replaced with an 18mm pulmonary homograft. Site relates event to homograft.